Event description:
(B)(4), the event is described as follows: "destination pinnacle catheter came apart. Could not be repaired or reattached." Follow-up communication with the user facility contact confirmed that: an acist injection system was being used in conjunction with the device at the time of the event; the hemostatic valve assembly reportedly "popped off" the sheath during the injection; and there was no required medical intervention noted in the patient file due to the reported event.

Manufacturer narrative:
Results - based upon evaluation of photographs of the involved sample and user facility information; based upon testing of reserve samples. Conclusions - based upon evaluation of photographs of the involved sample and user facility information; based upon testing of reserve samples. The involved device was not returned by the user facility, which limits the investigation. However, the user facility did provide photographs of the involved device. Therefore, the investigation was based upon evaluation of user facility information, photographs of the involved device and reserve samples. Visual examination of the pictures confirmed that the valve assembly was not attached to the sheath hub. Visual inspection and functional testing of reserve samples confirmed no abnormalities or defects. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no indication that there was any relation to a pre-existing device defect. While the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with over-pressurization of the sheath during injection causing the hemostatic valve to separate from the sheath. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." (B)(4).